Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# n270945006, implanted: 2012 (B)(6), product type catheter: product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had a headache since she was implanted. The patient indicated that it wasn't the same kind of headache as a spinal headache. The headache did not resolve when the patient was lying flat. The headache lasted all day and tylenol helped, but the headache comes back. Hcp indicated that the patient was not feeling well following a pump exchange and felt weak. The patient was further described as being much better prior to the pump exchange. The patient was hospitalized. The cause of the event was unknown, however possibly due to multiple sclerosis exacerbation. Hcp indicated that the patient's headaches were gone. The pump was delivering lioresal.